Event description:
The distributor contacted animas on (B)(6) 2013 alleging pixel color change of the display screen. No further information is available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen defect remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection revealed that the display lens was peeling off from the pump. Investigation revealed a dim and discolored display screen. A new display screen was inserted and the display illuminated to normal contrast. Unrelated to the complaint, there was an evidence of internal moisture noted inside the pump.